Event description:
It was reported that, following a pump replacement, the patient had not "felt the same". It was noted that the patient was feeling "jittery" and heard the pump beep. Upon interrogation, it was found that the pump was in shelf-state. The pump had not been updated after the replacement, so it was seen that the pump was running at minimum-rate and there was no catheter information programmed. Additionally, it was unknown if there was drug in the pump, as the programming stated that the pump was infusing water. At the time of report, the physician was considering putting the patient on oral medications and sending her back to the surgeon. Later that day, it was reported that the physician found the catheter information and filled the pump with lioresal. It was decided that no priming bolus would be performed at that time. The patient had not experienced any withdrawal throughout the event.

Manufacturer narrative:
Product ID: 8840, product type: programmer. Physician product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709, lot# l70456, implanted: (B)(6) 1999, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4).